Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient, an 840 ventilator's graphical user interface(gui) latch broke due to an impact from another piece of equipment. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.